Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the suture detached from the needle when being used with the suturing device. Opened a second suturing device but the problem continued. The needle also releases from the suturing device driver when it is not suppose to. Additional needle reloads were used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of nine labels for a device. Only the product labels were returned, this showed no abnormalities. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. As an inadequate sample was received, a product label without the physical product, a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic paraesophageal hernia repair with mesh and gastropexy. The suture detached from the needle when being used with the suturing device. Opened a second suturing device but the problem continued. The needle also releases from the suturing device driver when it is not suppose to. Additional needle reloads were used to complete the case. There was no patient harm.